Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number and product code of the linx device that was implanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to a procedure the linx device was to be inserted on (B)(6) 2024, but when unpacking it, it was noticed that there were holes in the sterile packaging. Patient was treated with another linx device.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. Investigation summary: packaging material and the device were returned for analysis. The packaging material was analyzed for the reported condition of packaging integrity. The bag was found to be with scratches probably caused by an external object, the tyvek was analyzed under microscope, and no ripped tyvek was observed. However, no holes were noted during the analysis as mentioned in the reported event; the reported complaint was not confirmed. A manufacturing record evaluation was performed for the finished device lot number 28021, and no non-conformance's related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Investigation summary: packaging material and the device were returned for analysis. Analysis found that packaging material and linx device were returned. The device was already removed from packaging and packaging and device received separately outside its original packaging, in a petri dish. The packaging material was analyzed for the reported condition of packaging integrity. The bag was found to be with scratches probably caused by an external object, the tyvek was analyzed under microscope, and no ripped tyvek was observed. However no holes were noted during the analysis as mentioned in the reported event, the reported complaint was not confirmed. A manufacturing record evaluation was performed for the finished device lot number 28021, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2025 a manufacturing record evaluation was performed for the finished device lot number 28021, and no non-conformances related to the malfunction were identified. Additional information was requested, and the following was obtained: 1. What is the lot number of the linx device which was not implanted? 28021 2. What is the product code of the linx device that was not implanted? Lxm17 3. What is the lot number and product code of the linx device that was implanted? No new linx device was implanted patient received an fundoplecation.